Event description:
Home infusion rn reporting that pt's pump malfunctioned during the last infusion on (B)(6) 2021. The rn states that she does not know what the error message or code was, but the pump kept giving her an "error" message and said to call the provider. She was able to complete the infusion with the pump but requested a replacement. No ill effects resulted due to this. Pharmacy will send a new pump. Per updated note in profile: pt currently has a pump at home that needs to be returned. Pt did not have access to pump at time of call, so I was not able to obtain serial number. Reported to (B)(6) by health professional.